Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter system needls have gon through the catheter. Report 2 of 3. The following was received by the initial reporter: over the past week there have been 3 instances where the needles for our 1.75 inch peripheral ivs have cut through the catheters while inserting ultrasound guided ivs. We have a picture of one and have kept a sample of another

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter system needls have gon through the catheter. Report 2 of 3. The following was received by the initial reporter: over the past week there have been 3 instances where the needles for our 1.75 inch peripheral ivs have cut through the catheters while inserting ultrasound guided ivs. We have a picture of one and have kept a sample of another.